Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "a big scratch" was observed on "the outer rigid layer" of a small volume folfusor. The device was filled with fluorouracil in 115ml saline solution there was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 19, 2019 - august 20, 2019. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which scratch located on the outer surface of the lower film-wrap of the device. This is a cosmetic condition and does not impact the functionality of the device. The reported condition was verified. The cause of the condition could not be determined, however, the most probable cause was noted to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.